Event description:
It was reported that the user received a ¿cartridge empty¿ alert and had hyperglycemia after performing a supply change, and troubleshooting found leaked insulin inside the pump chamber with the cartridge connected outside the pump prior to insertion, resulting in an empty cartridge and no insulin delivery. Symptoms included elevated blood glucose of 325 mg/dl consistent with hyperglycemia. Outcomes included the need for corrective action through a proper supply change and a correction dose with close monitoring; no medical intervention or hospitalization occurred. Investigation included guided troubleshooting, inspection of the cartridge and pump chamber for residual insulin and moisture, and a supervised repeat of the full supply change procedure. Investigation of this case revealed leakage from an incorrectly connected insulin cartridge with improper assembly outside the pump, causing loss of insulin and subsequent hyperglycemia; the pump and cartridge components functioned when used as instructed after re-assembly. It was concluded, based on previously established findings for similar reports, that the cause was user technique error during cartridge installation leading to loss of insulin and hyperglycemia.